Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the menu button on the pump is not always responding. Patient stated the button will respond intermittently. No adverse event reported. Requested return of the pump for evaluation.